Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) migrated/dislodged from the original implant location. It was noted that the patient underwent a gastric bypass procedure, and subsequently low a large amount of weight. The physician planned to perform a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) migrated/dislodged from the original implant location. It was noted that the patient underwent a gastric bypass procedure, and subsequently low a large amount of weight. The physician planned to perform a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a revision procedure was performed. The s-ICD and electrode were successfully repositioned. No additional adverse patient effects were reported. This device remains in service.